Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged wound worsening, surgery, and hospitalization are related to the activ.a.c.¿ remote therapy monitoring system. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On 02-feb-2020, the following information was reported to kci by the patient: the activ.a.c.¿ therapy system allegedly experienced a technical issue. 05-feb-2020, the following information was reported to kci by the wound clinic: the patient was admitted to the hospital on (B)(6) 2020 and was discharged from v.a.c.® therapy. No additional information. On 08-feb-2020, the following information was reported to kci by the patient: the patient underwent surgery. On 06-mar-2020, the following information was reported to kci by the patient: the patient allegedly underwent surgery as the activ.a.c.¿ therapy system was not working properly. On 09-mar-2020, the following information was reported to kci by the patient: the patient's wound allegedly underwent surgery as the activ.a.c.¿ therapy system was not working properly. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion.

Event description:
On 09-mar-2020, the following information was reported to kci by the patient: the patient's wound allegedly got worse. On 16-dec-2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On 09-jan-2020, the device was placed with the patient. On 12-feb-2020, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications. Additionally, on 25-mar-2020, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
MDR-3009897021-2020-00080 sent on 09-feb-2020 noted the following: section b5: on 09-mar-2020, the following information was reported to kci by the patient: the patient's wound allegedly underwent surgery as the activ.a.c.¿ therapy system was not working properly. Correction: on 09-mar-2020, the following information was reported to kci by the patient: the patient's wound allegedly got worse. Based on the additional information obtained regarding the device, kci's assessment remains the same: it cannot be determined that the wound worsening, surgery, and hospitalization are related to the activ.a.c.¿ therapy system.